Manufacturer narrative:
(B)(4). No sample will be returned for evaluation. It was reported that this issue has occurred multiple times, but an estimate of the number of occurences was not available.

Event description:
It was reported a procedure were being performed in the emergency department. The emergency room physician had an issue with the wire kinking during insertion. At which time, a second kit was opened and the catheter was placed successfully. They do not know if there was a delay in treatment and no patient deaths or complications reported.